Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented into the emergency room a day after implant with chest pain. A raise in capture threshold and a decrease in r wave sensing and in impedance were observed. A CT scan showed perforation. The lead was subsequently explanted when repositioning was not successful. The patient condition was stable.